Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the black impactor broke in two. Another tibial prep and impaction tray was opened to use the femoral impact or from that tray was used to complete the case. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for examination. After physical review of the part, it is confirmed that device is broken at the connection feature. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.

Event description:
It was reported that the black impactor broke in two. Another tibial prep and impaction tray was opened to use the femoral impact or from that tray was used to complete the case. No surgical delay.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.